Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the duodenovideoscope had a sponge obstruction in the auxiliary port. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated, h6, h11 based on the results of the investigation, a definitive root cause of the reported obstructed auxiliary port issue could not be determined, as the issue was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
No new findings based on the completed investigation. No change in MDR reportability decision.